Manufacturer narrative:
The device has been requested for investigation, but has not been received yet. Should device become available, a detailed review of the device will be performed.

Event description:
Complaint reported: "the clip was put on the ligation vessel in the closed position. On checking the clip moments later the clips were falling off the vessel." No injury reported.